Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This report is associated with MFR report numbers: 3005168196-2019-01437, 3005168196-2019-01438, 3005168196-2019-01440, 3005168196-2019-01441.

Event description:
The patient was undergoing a thrombectomy procedure in the circumflex artery using an indigo system cat rx kit, an indigo pump max canister (canister), a pump max canister (canister), and a penumbra system aspiration pump max 110 (pump max). During the procedure, the physician advanced the indigo system catrx aspiration catheter (catrx) into the target vessel, connected the pump max and initiated the aspiration; however, no vacuum was produced. Therefore, the catrx and canister were removed. The physician then placed a new catrx and canister; however, the same issue occurred. Therefore, the system was removed. The procedure was completed using another thrombectomy device. There was no report of an adverse effect to the patient.